Event description:
It was reported that this artificial urinary sphincter (aus) was not fully coapting and presented fluid loss, although the source was not disclosed. A surgical procedure was performed in which the existing device was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).